Manufacturer narrative:
The events of prostration episode, flu, nodulation and urinary tract infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of infection, inflammation and malaise: "precautions for use: " as a matter of general principle, implantation of medical device is associated with a risk of infection. Undesirable effects: " cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. " the distributor and/or manufacturer must be informed about any other undesirable side effects linked to juvéderm® voluma" with lidocaine injection."

Event description:
Additional information: prior to injection, the patient was given an "antisepsis" with chlorhexyde. Two months after the injection, the patient had developed the flu which lead to edema and nodulation of the injected regions. The patient also had a "prostration" episode prior to developing the "edema and hardening of the face." Patient was then treated with prednisone. On the following week, the patient developed a urinary tract infection (uti) that was treated with nofloxacin. On the next day, the patient had no improvement and was treated with hyaluronidase that was mixed with biomethyl. There was partial improvement and the patient was also given a new corticoid treatment. About 3 weeks later, the patient returned to the healthcare professional with "facial edema again." The patient was treated with hyaluronidase a week later. A culture of the patient's urine revealed amoxicillin-resistant bacteria and also to nofloxacin. The patient was then treated with cephalexin and the was more partial improvements. The examination of the patient's urine also revealed "asymptomatic uti." The patient would "experience swollen" on their face after stopping cortisone. The patient had granuloma on the lips which did not disappear which the physician injected with hyaluronidase twice. The healthcare professional thinks the juvéderm® voluma" with lidocaine "declined from the malar to the lower part of the face." Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema and hardening are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and skin irritation: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the lips as well as juvéderm® voluma¿ with lidocaine in the malar and mental region. About 2 months later, the patient developed edema and hardening of the face "on sites of fillers injection." A couple weeks later, the patient was treated with prednisone and hyaluronidase. On the next day, the patient was treated with betatrinta intramuscular. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00833 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.

Event description:
Additional information: the patient still "presented granuloma" even after having been injected with hyaluronidase twice. The patient had an MRI which revealed the "product (voluma) migration from malar region to lateral nose." Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the lips as well as juvéderm® voluma¿ with lidocaine in the malar and mental region. About 2 months later, the patient developed edema and hardening of the face "on sites of fillers injection." A couple weeks later, the patient was treated with prednisone and hyaluronidase. On the next day, the patient was treated with betatrinta intramuscular. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00833 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.